Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Devices remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp assessed as an unidentified (tear) opening )shell thickness was within specification). Additional observations: crease flat observed in the surface. Green mold observed in the device. Calcification observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation". Devices has been explanted and replaced.

Event description:
The device has been explanted and replaced.